Event description:
Product complaint received from facility. Internal leak of dialyzer reportedly during pt treatment during 21st use. Blood was sensed by the blood detector of the fresenius 2008h machine, the treatment was stopped and the extracorporeal system of blood was discarded. Ebl 230 ml, with no pt injury of intervention required. The dialysis was continued with a new dialzer without further incident. MDR filed on blood loss. Actual dialyzer saved for evaluation, which has been disinfected and filled with treated water. Germany notified.